Event description:
The patient called lifescan and alleged that the test strips holder came off on their meter and the area of the meter were the test strip holder sits is damaged. Medical affairs spoke to the patient and obtained/verifed the following information. The patient stated that a piece of the meter was damaged and the test strip holder would not stay in place. They no longer had the test strip holder. The patient was unable to test for 6 day because of this issue. They stated they did not feel good during the time that they were unable to test. They continued to take their novolin 70/30 as prescribed but they discontinued their novolog, which is based on a sliding scale. They had attempted to test during those 6 days, but was unable to. On the day of the event, the patient "bottomed out". The paramedics were called and the patient was taken to the hospital. Their blood glucose results on the hospital meter was 17 mg/dl. They were given a glucoseiv and admitted into the hospital. Although there no evidence of a meter malfunction (damage to the test strip holder does not happen spontanously), it does appear that use error led to a serious injury. Therefore this case is being documented as an adverse event.